Event description:
During coil embolization of a saccular mid cerebral artery aneurysm, a presidio 18 coil (pc418134330/c23248) prematurely detached during repositioning of the coil, and the coil migrated downstream. The coil had been partially in the aneurysm and partially in the non-codman microcatheter when it detached. A snare was used to pull back the detached coil through the vessel, and it was successfully removed from the patient. There had been no resistance/friction between the coil and the microcatheter, and force had not been used to reposition the coil. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter and the microcoil was not positioned at a relative sharp angle to the microcatheter. A one to one relationship between the coil and delivery tube had not been verified with fluoro prior to repositioning. It was not suspected that the coil had been entangled with the previously placed coils. It was reported that the devices were used and prepped as per the instructions for use (IFU) and a continuous flush had been maintained through the microcatheter. The coil was successfully removed from the patient's body without patient injury or clinically significant delay in the procedure. The procedure was completed using other coils.

Manufacturer narrative:
Complaint conclusion: during coil embolization of a saccular mid cerebral artery aneurysm, a presidio 18 coil (pc418134330/c23248) prematurely detached during repositioning of the coil, and the coil migrated downstream. The coil had been partially in the aneurysm and partially in the non-codman microcatheter when it detached. A snare was used to pull back the detached coil through the vessel, and it was successfully removed from the patient. During product analysis it was determined that the coil had become severed and stretched and additional information indicated that the coil severed while it was being snared. There had been no resistance/friction between the coil and the microcatheter, and force had not been used to reposition the coil. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter and the microcoil was not positioned at a relative sharp angle to the microcatheter. A one to one relationship between the coil and delivery tube had not been verified with fluoro prior to repositioning. It was not suspected that the coil had been entangled with the previously placed coils. It was reported that the devices were used and prepped as per the instructions for use (IFU) and a continuous flush had been maintained through the microcatheter. The coil was successfully removed from the patient's body without patient injury or clinically significant delay in the procedure. The procedure was completed using other coils. As viewed into the returned packaging, the coil was found to be separated from the device positioning unit (dpu) and severely damaged. The coil was returned stretched and severed approximately at the mid-section. The proximal and distal sections of the coil are intact. The coils unintended detachment was found to be mechanical in nature. The distal diameter of the outer sheath has been ovalized with a void located between the 4 and 8 o¿clock position. The coil¿s socket ring has been bent distally approximately 90 degrees toward the soldered end. The coil was severed by mechanical means with a sharp straight edge of unknown origin. With the snare used to capture the coil and from post-procedural handling of the unprotected coil, it cannot be definitively determined what damage occurred prior to the recapture event during the procedure. The most likely contributing factor to the coils unintended detachment may have been due the coil becoming temporarily anchored during the repositioning of the coil inside the aneurysm. The coil may have become anchored on itself, coils already dwelling inside the aneurysm (if previously placed), or from the distal tip of the microcatheter. When the temporarily anchored coil was retracted during repositioning, it is possible that this contributed to the unintended coil detachment. It was reported that a one to one relationship between the coil and delivery tube had not been verified with fluoro prior to repositioning. If that was not performed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.¿ additionally, the IFU recommends, ¿caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the headway microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It was confirmed that the coil was prematurely detached, stretched and severed. It is not possible to conclusively determine the root cause of the complaint; however, factors addressed in the IFU may have contributed. Based on the analysis and the information provided, there was no identified manufacturing issue related to the complaint; therefore, no corrective actions will be taken.

Manufacturer narrative:
(B)(6). No information regarding patient age, gender, weight could be obtained. Complaint conclusion: during coil embolization of a saccular mid cerebral artery aneurysm, a presidio 18 coil (pc418134330/c23248) prematurely detached during repositioning of the coil, and the coil migrated downstream. The coil had been partially in the aneurysm and partially in the non-codman microcatheter when it detached. A snare was used to pull back the detached coil through the vessel, and it was successfully removed from the patient. There had been no resistance/friction between the coil and the microcatheter, and force had not been used to reposition the coil. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter and the microcoil was not positioned at a relative sharp angle to the microcatheter. A one to one relationship between the coil and delivery tube had not been verified with fluoro prior to repositioning. It was not suspected that the coil had been entangled with the previously placed coils. It was reported that the devices were used and prepped as per the instructions for use (IFU) and a continuous flush had been maintained through the microcatheter. The coil was successfully removed from the patient's body without patient injury or clinically significant delay in the procedure. The procedure was completed using other coils. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The premature detachment could not be confirmed since the device was not returned for analysis. It is not possible to determine the root cause of the detachment; however, based on the information provided, the coil may have gotten caught on the aneurysm or on itself and detached when it was pulled back for repositioning. The instructions for use (IFU) recommends that a one to one relationship between the coil and delivery tube should be verified with fluoro prior to repositioning. There was no information provided to indicate this event was related to a manufacturing issue; therefore, no corrective action will be taken at this time. This is an initial/final MDR.